Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported no allegation against the left side. Healthcare professional later reported "capsular contracture" baker grade IV. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21/may/2024.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. The device was explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, no manufacturing issues were observed.